Manufacturer narrative:
Additional information: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed that the device was contained inside two bags; however, the reported issue could not be determined. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the top. The issue was further described as, the medication leaked and dried at the top. The device contained fluorouracil 4800mg in 230ml of sodium chloride 0.9%. This was observed after removing two plastic pouches, prior to patient use. There was no patient involvement. No additional information is available.